Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079377.

Event description:
It was reported that the patients lead had high impedance. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned.